Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of allergic rhinitis, heavy menstrual bleeding, hematuria, dysuria, myopia, insomnia, hypermetropia, depression, back pain, anxiety, gravida ii, parity 2, c-section, overweight, dizziness, nausea, hot flashes and abnormal uterine bleeding. The patient had a family history of uterine cancer. As concurrent condition the report mentioned pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4028 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: the endometrial cavity is normal in morphology and size. Several rounded filling defects project over the left cornua, which likely present air bubbles. Proximal coils of the essure devices are seen to be within 3 cm of the cornua bilaterally. No contra st is se e n within the fallopian tubes nor is there spillage of contrast in the peritoneal cavity. Impression: satisfactory placement of essure devices with fallopian tube occlusion. [Pathology test] on (B)(6) 2023: uterus, cervix and fallopian tubes. Final diagnosis: uterus (110 grams) and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no pathologic diagnosis. Weakly proliferative endometrium, negative for hyperplasia and neoplasia. Adenomyosis. Leiomyoma (0.4 cm in maximum dimension). Serosal adhesive disease. Unremarkable fallopian tubes, each containing an essure birth control device. Clinical diagnosis and history: 40yo female g2p2 with pelvic pain and heavy menstrual bleeding. Pre-operative diagnosis total laparoscopic hysterectomy and bilateral salpingectomy. Post-operative diagnosis total laparoscopic hysterectomy and bilateral salpingectomy. Gross description: "uterus, cervix, and fallopian tubes"-sectioning of the uterus reveals two metallic coiled devices ( with essure) extending 0.7 cm into the cornu/myometrium and into the fallopian tubes bilaterally. Sectioning through the myometrium reveals a tan nodule measuring up to 0.4 cm in maximum dimension. The purple tan left fallopian tube with fimbriated end measures 7.6 cm in length and 1.1 cm in maximum diameter. The essure metal coil extends approximately 2 cm into the fallopian tube. The sectioned surface is unremarkable. The purple tan right fallopian tube with fimbriated end measures 5.7 in length and 1.2 cm in maximum diameter. Small paratubal cysts measuring up to 0.3 cm in diameter are attached to the tube. The metal coil extends approximately 1.6 cm into this fallopian tube. Anterior cervix; posterior cervix; anterior endomyometrium with fibroid; posterior endomyometrium with adhesion. [Ultrasound pelvis] on (B)(6) 2022: uterus (lxhxw, vol): 8.72 cm x 3.93 cm x 5.59 cm, 100.3 cm3 endometrial thickness: 0.75 cm. Right ovary (lxhxw, vol): 3 cm x 1.7 cm x 1.77 cm, 4.73 cm3. Left ovary (lxhxw, vol): 2.78 cm x 1.62 cm x 1.75 cm, 4.13 cm3. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report, lab data, medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023 she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.